Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that this patient with cardiac resynchronization therapy defibrillator (crt-d) has redness around the device and was informed that there was infection. The patient was admitted to the hospital and was given intravenous antibiotics. Then, the patient skin has gone from red to pinkish color around the device. There were no additional adverse patient effects reported. The crt-d remains in service.